Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the image quality of the vh-1111 scope was not clear, there was bad visibility. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.